Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 200s - 400s mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly the customer was throwing up and having blurry eyesight. Customer updated their settings to address the event.